Event description:
It was reported that the c-arm is continuing to pivot 180 degrees. No injury reported. A field engineer was dispatched to the site and determined the c-arm pivot switch at the back of the c-arm needed to be replaced. Once this was completed the system was working as intended.